Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Related manufacturer report number: 2017865-2025-11169, 2017865-2025-11172. It was reported that the pacemaker system was successfully implanted on (B)(6), 2025. On (B)(6), 2025, the patient passed away. The cause of death is unknown.